Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-cap with povidone iodine had a sponge that was separated from the cap. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During a visual inspection, the sponge was found completely separated from the minicap. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.